Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported stent break, angina, dyspnea, hemorrhage/blood loss/bleeding, stenosis, thrombosis/ thrombus and the subsequent unexpected medical intervention and non specific EKG/ECG changes cannot be determined. The reported patient effects of angina, hemorrhage/blood loss/bleeding, stenosis and thrombosis/ thrombus are listed in the omnilink elite peripheral stent systems instructions for use as a known patient effects of coronary stenting procedures. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to stent break include, but are not limited to, tensile strength, corrosion, over inflation of the stent, deployment technique, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, b6, d6a: dates estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported through a research article of 107 patients who underwent successful pulmonary vein stenting (pvs) with an omnilink elite stent. It was noted 36 patient's experienced in-stent restenosis and were treated with a stent in stent strategy or balloon angioplasty. At the follow ups it was confirmed some patient's experience dyspnea or cough, recurrent hemoptysis, chronic thrombosis and chest discomfort. During re-intervention a patient experienced transient st-segment elevation and some stents were noted to fracture in both groups of intervention without causing pv injury. Pvs is a challenging condition with limited therapeutic options by restenosis. Modified stenting for the treatment of pv in-stent restenosis is associated with safety and efficiency, increasing vessel patency, reducing the recurrent restenosis rate, and improving exercise capacity compared to high-pressure ba alone. Details are listed in the article, titled "prognosis and management of recurrent stenosis after pulmonary vein stenting".